Manufacturer narrative:
(B)(4). This report is being supplemented to provide an additional reportable malfunction found during device evaluation. During the device evaluation, a potential adverse event was identified. The device evaluation found that the light guide (lg) lens had been chipped, causing a gap. The investigation is still ongoing, a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during routine testing, the evis exera iii duodenovideoscope tested positive for 4 colony forming units (cfus) of micrococcus luteus, 5 cfus of staphylococcus epidermidis, 3 cfus of corynebacterium mucifaciens, 4 cfus of kytococcus sedentarius, and 50 cfus of turicella otitidis. The suction channel, operating channel, air/water channel, and distal end were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. Prior to the device evaluation, the device was sent out for additional cultural testing. The customer provided their cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is aniosyme x3 and the automated endoscopic reprocessor (aer) used is soluscope series 4. The aer detergent is cln and the aer disinfectant is paa. The scope was brushed using allyn medical scope clean manual brushes. Their storage practice is using a soluscope dsc 8000, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found less than 1 cfu of microorganisms revivable at 30 degrees celsius. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation also found that the light guide rod lens was chipped, the light guide lens glue was white and clouded, the charged coupled device cover lens glue was chipped, the bending section rubber was white and clouded, the right/left/up/down knobs had play, and the forceps raiser had scratches. Once the investigation has been completed, a supplemental report will be submitted.